Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the surgery staff initially reported the event. The patient's weight was unknown. The entire catheter and pump were replaced. The physician did not want to return the pump as it was not a device issue; it was an infection issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2018-jun-22 from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at ~600 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had a normal end-of-service pump replacement on (B)(6) 2018. She only had 3 months left on that pump. It was noted that prior to the replacement surgery, the patient had bumped the pump area on something at daycare and it left a small abrasion. The nurse that saw the abrasion told the device manufacturer representative that they may reschedule the surgery, but the doctor felt it was fine to proceed. After the replacement on (B)(6) 2018 the pump pocket became infected, which was confirmed. The symptoms were unknown. The pump was going to replaced on (B)(6) 2018. There was no allegation against device sterility. Treatment was ongoing. The representative noted they would try to return the pump for analysis. No further complications were reported.